Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Exeter stem broken within cement mantle requiring revision. Patient presented with pain approx 16 years after implantation. Broken stem seen on x-ray. Modular revision stem implanted successfully.

Event description:
Exeter stem broken within cement mantle requiring revision. Patient presented with pain approx 16 years after implantation. Broken stem seen on x-ray. Modular revision stem implanted successfully.

Manufacturer narrative:
An event regarding a crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured approximately 76 mm from the distal tip. The implant was assumed to be for the right hip. If subsequent information indicates the implant is for the left hip, the anterior and posterior surfaces are reversed. The anterior, posterior, lateral and medial surfaces of the stem are shown in figures 3 through 6, respectively. Damage consistent with the cement-mantle breakdown process and explantation process was observed on the stem. The fracture propagated approximately from the lateral to the medial surface of the stem. Dimensional & functional inspection: not performed as there is evidence from the visual inspection that the device is damaged. Material analysis a material analysis has been performed. The report concluded: the stem fractured in fatigue. The fracture propagating approximately from the lateral to medial surface of the stem. Scratches were observed on the lateral surface of the stem at or near the location of fracture origin. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: loss of bone support due to loss of cemented fixation around the proximal section of an exeter stem has contributed to an overload condition with fatigue accumulation resulting in a fatigue fracture exactly at the level of peak overload requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that loss of bone support due to loss of cemented fixation around the proximal section of an exeter stem has contributed to an overload condition with fatigue accumulation resulting in a fatigue fracture exactly at the level of peak overload requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.